Event description:
Intra-operatively, the valve had been sewn in place. An attempt was made to "manipulate" the leaflets with a rubber-shod instrument. Slight resistance in movement was noted in the medial leaflet. An attempt was made to rotate the valve to improve the motion. The valve rotator could not be used due to the angle of the valve. A rubber-shod right angle was used to rotate the valve. One of the leaflets shattered. All of the pieces were unable to be accounted for. On 07 aug 2000, the pt was noted to have right facial palsy and expressive and receptive aphasia. The pt had a left-side cardio vascular accident. Speech therapy and heparin protocol were initialted. Pt was discharged on 09 aug 2000 to dr.